Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began on the evening of (B) (6) 2010. The cca noted that the pt manages his diabetes with insulin (self adjuster); however, it is not known what action, if any, he took regarding his diabetes regimen as a result of the alleged issue. On the morning of (B) (6) 2010, the pt claimed he developed the symptom of thirst. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue started after the pt replaced the subject meter's battery. The alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.